Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation was unable to determine a cause for the reported deployment issue. The tip detachment was determined to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the lesion in the superficial femoral artery. The supera 6.0 x 150 mm was used and after the end of deployment, the deployment lock was rotated to the unlock position and advanced thumbslide for detachment of the stent. However the stent was not detached from the supera system. During several attempts of advancing and retracting of the thumbslide, the stent was detached but the catheter tip was cut off [separated] and migrated. Fortunately, the tip could be recaptured with snare device. Although the procedure time was increased, the patient was fine. No additional information was provided.